Manufacturer narrative:
The lag in the system which resulted in some discrepancies between the bg and sg values was a result of a suspicious fingerstick taken that offset the accuracy of the sg values moving forward. H6 method code updated to 4114. H6 result code updated to 114. H6 conclusion code updated to 19.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced a hyperglcemia event. The user did not seek medical attention.